Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia. The patient's blood glucose levels reached 2 mmol/l (36 mg/dl). Symptoms reported include feeling lightheaded. The patient also experienced skin irritation and bleeding at the infusion sites. The patient was not wearing the device at the time of the medical intervention. The settings on the pdm (personal diabetes manager) were adjusted to help treat the hypoglycemia. The nurse practitioner changed the settings and gave advice on using the system. The patient was released after 4 hours. The patient also has a history of ms, epilepsy, anemia, eczema, asthma, osteoporosis, osteoarthritis.